Event description:
It was reported to philips that co2 cannot be calibrated. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.